Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the consumer reported a low blood glucose level of "<40 mg/dl" after giving themselves too much insulin with the bd precisionglide¿ needle, and had to consume carbohydrates to balance it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: caller reported a low bg. Lowest bg level reported <40 mg/dl. Suspected cause of low bg - customer reported that they gave themselves too much insulin, reported as "user error." Bg treatment action - consumed carbohydrates\¿ did customer require assistance from 3rd party? - no, customer received normal assistance by a 3rd party but was not incapacitated due to bg level. Did event cause any injury? No. Is the control iq feature turned on? Yes. Date of low bg (B)(6) 2020.